Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd eva b2b - needle precisionglide 21x1-1/4in contained excessive epoxy. With respect to lot: 5261105. Six pieces were found with excess adhesive on the cannula connector. This lot has been involved in several defects within the customer's process, which was previously notified in claims that are still open, awaiting information. Therefore, a recall of (B)(4) pieces has been determined. Sample(s) available? Yes. Image(s) or technical / analytical report available? Yes. Are other components (not bd components) affected / involved? No. Unused product of the same lot number available for evaluation: n/a. Date of detection of event: 17-mar-2026. When did the event occur? Prior to use. Number of products affected? More than one - enter exact number, if known. Where was the incident detected? During manufacture. Select one or more of the following criteria: supply problem (bd cannot ship products to the customer that may threaten its production flow). Was the sample used by the end user/health worker? No. Was the sample in contact with the drug? No. Has the drug been removed? No. Has the sample been rinsed/cleaned? No. Were the health authorities informed? No. Was anyone (patient, health worker, etc.) Affected / harmed? No. Indicate impact/harm: none.